Event description:
It was reported the pt was no receiving effective stimulation. Reprogramming was unable to resolve the issue. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014, where his scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.